Event description:
It was reported that between january 2023 to february 2023, a significant decrease was observed from 28% to 15% remaining battery longevity from this subcutaneous implantable defibrillator (s-ICD). Boston scientific technical services was contacted and confirmed the battery was depleting prematurely. It was recommended that the device should be replaced within 90 days. At this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported.